Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2007, due to pain and nickel allergy. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02759 / 02760). A subsequent revision procedure took place on (B)(6) 2010 for this patient. The details pertaining to that event were previously reported on medwatch number 1825034-2010-00574.